Event description:
When I picked up my 4 sensors packs of my libre 3 plus sensors. I noticed that all of my packs were not accurate at all. There were so many times that I would get notifications of low blood and I would panic and start trying to bring them up. My husband told me let's get you a monitor, so you can make sure they are accurate. To my surprise they have ben quite many occasions that they were off by 100 to 56 points. It just upsets me because it defeats the purpose having to be poking myself. I spend a lot for my sensors. I wonder how my a1c will be in my upcoming visit. I feel disappointed that I spend that money for them. This had not happened to me. The sensors was the best thing after 33 years of poking myself. Now I'm just concerned or if I had a bad batch. Patient code: 1905. Device code: 2459; 2460. Reference report#: mw5184618, mw5184620, mw5184621.